Event description:
It was reported that following an upgrade procedure, the patient began to experience an intense itching sensation at the ipg site. Five days after the procedure, red rash appeared around the bandage and the skin was warm and sensitive to touch. A small opening in the incision was noticed and the physician believed that it was due to excessive itching from the rash due to the glue used. The prescribed oral antibiotics was helping resolve the "patient's" symptoms.